Event description:
A vns surgeon's office reported to our country representative in (B)(6) that they had a vns pt who developed a postoperative infection at the generator incision site with wound dehiscence and had their vns generator explanted. The pt's infection is being attributed to their implantation of the vns. No pt trauma or manipulation of their vns site was reported prior to their infection. Their infection has since resolved and the pt will be getting another implantation of the vns.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.